Manufacturer narrative:
Information contained in this report was previously submitted through asr on 25/apr/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified brown particles on the device inner surface and in the fill channel of the diaphragm valve. A leak test was performed which identified partial leakage from the diaphragm valve. A leak test was performed on the device and no leakage was found. A fil inspection test was completed which identified no blockage in the port holes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Patient representative reported "pain," "breasts were dd cups rather than the c cups," "breasts were too large," "mental anguish," "loss of the capacity for the enjoyment of life." Patient representative additionally reported patient "suffered bodily injury... Suffering... Disability, disfigurement"; this event is not related to the device. Device has been explanted. This is the right side record.